Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A two year lot history review conducted found this is the only complaint for this lot number and failure mode. A DHR review cannot be conducted as conmed does not own the manufacturing documentation. A DHR review was requested from the vendor however, no response has been received to date. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame 39,090 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00005 per the instructions for use, the user is advised the following; never activate the argon beam probe when in direct contact to the tissue as this may cause a mild embolism or a risk of perforation. The distal end of the probe must always be within the field of view of the endoscope before and during activation of the beam. Never activate the beam without visually checking. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
We received via medwatch #mw5088854, that the a-beam-3, argon probe, made contact with a patient's neck and left a burn in the shape of a small dot. The next day the patient was seen for a follow up and his/her neck was fine. There was no addiitonal medical intervention required. This report is being raised based on patient injury due to unknown degree of burn.